Event description:
It was reported that an infusion set with teflon cannula disconnected from the body due to poor adhesion, prompting the caregiver to replace the set after approximately 10 minutes; the user paused the ilet and administered subcutaneous fast-acting insulin (humalog) and planned to resume ilet insulin delivery after two hours, with guidance to rotate infusion sites to avoid scar tissue, and the highest reported blood glucose was 381 mg/dl. Symptoms included dizziness associated with hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and treatment with subcutaneous insulin. Investigation included customer care troubleshooting and education by phone. Investigation of this case revealed a suspected infusion site or adhesive issue with unclear contribution to hyperglycemia and no observed malfunction of the current set after replacement. It was concluded that hyperglycemia was reported with an unclear cause, potentially related to infusion set adhesion or site integrity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.